Manufacturer narrative:
The insulin pump was received with no button response due to lcd unlock keypad connector. The insulin pump was received with minor scratches on the display window, cracked case at display window corner, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer's mother reported via phone call, the insulin pump wasn't responding. The device had alerted low reservoir and customer's mother was unable to clear it using the up and down arrow buttons. Customer's blood glucose was 217 mg/dl. Esc and act buttons are not responding. Customer was attempting to deliver a bolus and was unable to clear the alert. The device wasn't exposed to moisture. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.